Event description:
It was reported to MFR by end user daughter; while her mother was being transferred back to her bed using the lift the boom and cradle suddenly released and dropped her mother down onto her bed. No reported injury. Daughter and mother are requesting another unit as they feel the current unit is not safe. After MFR was in contact with the dealer., yankee medical, it was discovered this unit was within the serial number range involved in the hyd jack recall (number z-0904-06). Dealer has 31 units within the s/n range of said recall and had not gone out yet to do repairs and or replacements. They were aware of MFR first and second mailings on the lift / jack isuse. MFR sent replacement jack out to end user and issued RMA #673458 for return and evaluation. Serial number of jack complaint received is lift s/n 0310l1916 with jack s/n 0310h1786, mfg date of october 2003. MFR did c/a #ct041003 for fix, this fix was issued and implemented december 2004. This is being reported under malfunction which could have resulted to serious injury or death as defined in 21 cfr part 803.3 / 803.5.